Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation in fallopian tube"), uterine perforation ("perforation in uterus/firmly implanted still in the muscular wall of the uterus"), device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)") in a 27-year-old female patient (gravida 4, para 4) who had essure (batch no. 838568) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (B)(6) 2004, (B)(6) 2009, (B)(6) 2011, (B)(6) 2016 and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (removal of right coil from uterus on (B)(6) 2013) and surgery (to remove one or more of the essure coils, hysterectomy, salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus, right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Diagnostic results: on (B)(6) 2013 hysterosalpingogram test performed which showed that, unilateral occlusion (left tube occluded, migration of essure device and right coil was not in place. Most recent follow-up information incorporated above includes: on 4-apr-2018: medical record received:lot number,product expiration date, medical history, reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation in fallopian tube"), uterine perforation ("perforation in uterus/firmly implanted still in the muscular wall of the uterus"), device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)") in a 27-year-old female patient (gravida 4, para 4) who had essure (batch no. 838568) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (((B)(6) 2004, (B)(6) 2009, (B)(6) 2011, (B)(6) 2016)) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (removal of right coil from uterus on (B)(6) 2013) and surgery (to remove one or more of the essure coils, hysterectomy , salpinectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus,right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Diagnostic results: on (B)(6) 203 hysterosalpingogram test performed which showed that, unilateral occlusion (left tube occluded , migration of essure device and right coil was not in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation in fallopian tube"), uterine perforation ("perforation in uterus"), device dislocation ("malposition of essure device"), pelvic pain ("pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)") in a 27-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 4 ((19nov2004, 07sep2009, 02jun2011, 18jul2016)). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 6-aug-2013, 2 years after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In september 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (removal of right coil from uterus on 06-aug-2013) and surgery (to remove one or more of the essure coils, hysterectomy , salpinectomy). Essure was removed on 6-jul-2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus,right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Diagnostic results: on 23-may-2013 hysterosalpingogram test performed which showed that, unilateral occlusion (left tube occluded , migration of essure device and right coil was not in place. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received- new events "pregnancy, device ineffective, abnormal bleeding (menorrhagia), abnormal bleeding(vaginal), dyspareunia, perforation ( fallopian tube ), perforation ( uterus) and dysmenorrhea (cramping) were added. New reporter, lab test were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation in fallopian tube'), uterine perforation ('perforation in uterus/firmly implanted still in the muscular wall of the uterus/ migration of essure device: uterus') and pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure (batch no. 838568) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2004, (B)(6) 2009, (B)(6) 2011, (B)(6) 2016)) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (no complication)") and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy/ removal of right coil from uterus and to remove one or more of the essure coils, hysterectomy , salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus,right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Received treatment for uterine perforation, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: pregnancy outcome updated. Event migration of essure was clubbed with uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation in fallopian tube'), uterine perforation ('perforation in uterus/firmly implanted still in the muscular wall of the uterus/ migration of essure device: uterus') and pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure (batch no. 838568) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 2004, (B)(6) 2009, (B)(6) 2011, (B)(6) 2016)) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (no complication)") and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy/ removal of right coil from uterus and to remove one or more of the essure coils, hysterectomy, salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus,right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Received treatment for uterine perforation, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: pregnancy outcome updated. Event migration of essure was clubbed with uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation in fallopian tube'), uterine perforation ('perforation in uterus/firmly implanted still in the muscular wall of the uterus/ migration of essure device: uterus') and pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure (batch no. 838568) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 2004, (B)(6) 2009, (B)(6) 2011, (B)(6) 2016)) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding(general)"), menorrhagia ("abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (no complication)") and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy/ removal of right coil from uterus and to remove one or more of the essure coils, hysterectomy , salpinectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus,right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Received treatment for uterine perforation, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: pregnancy outcome updated. Event migration of essure was clubbed with uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation in fallopian tube'), uterine perforation ('perforation in uterus / firmly implanted still in the muscular wall of the uterus / migration of essure device: uterus') and pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure (batch no: 838568) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (on (B)(6) 2004, on (B)(6) 2009, on (B)(6) 2011, on (B)(6) 2016) and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy / pregnancy (no complication)") and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy/ removal of right coil from uterus and to remove one or more of the essure coils, hysterectomy , salpinectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: removal of right coil from uterus, right coil was not in place and should control alternative birth control methods. Most, if not all symptoms decreased. Received treatment for uterine perforation. Lot number: 838568, manufacturing date: 2011-03, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.